Manufacturer narrative:
Additional information: (expiration date) and (device mfg date) were updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. As per abbott diabetes care¿s mobile device & operating system compatibility guide, which contains smartphone compatibility information for use with freestyle librelink, the xiaomi note 8 device has not been tested at this time. Adc has not assessed compatibility for the type of phone/operating system used by the customer. This guide is available to the user on the websites where the product is launched. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "signal loss" message and the alarm did not sound while wearing an adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as weakness and "loss of vision" and received coca-cola for treatment by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "early september". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "signal loss" message and the alarm did not sound while wearing an adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as weakness and "loss of vision" and received coca-cola for treatment by a third party. There was no report of death or permanent injury associated with this event.